Event description:
It was reported that during testing, the epg (external pulse generator) would not turn on. A different battery was used, with the same result. There was no patient involvement.

Event description:
It was reported that during testing, the epg (external pulse generator) would not turn on. A different battery was used, with the same result. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis could not confirm the reported event. It was noted that the upper and lower cases were broken, both bail covers were broken, the battery contacts were compressed, one bail was bent, the ring was bent and the battery drawer was broken.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.